Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of xrays which indicated left hip dislocation. The constraint ring appears displaced from the acetabular component and the femoral head is not fully seated within the cup. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hip arthroplasty on unknown date. Patient being considered for revision due to dislocation. Attempts were made to obtain additional information; however, none is available.